Event description:
A surgeon reported having a patient experiencing blurry vision following bilateral intraocular lens (iol) implant surgery. A yag laser procedure was done. The patient's vision is still optimal. In a follow-up, in the surgeon's opinion, the device did not cause or contribute to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/27/2009 and 02/10/2009 by phone, fax and mail. A completed questionnaire was received on 02/10/2009. This report was mailed to FDA on: 02/13/2009.